Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign material in the sterile pouch was confirmed by a manufacturer repair technician visual inspection. A manufacturing issue was determined to be a potential cause of the foreign material in the packaging. The toga is not a repairable device and will therefore not be returned to the user facility.